Manufacturer narrative:
The patient remains ongoing on lvad support with an ungrounded power module patient cable to use when connecting the lvad to the power module. The replaced external distal end portion of the percutaneous lead (driveline), approximately 20 inches was returned. Although the report of pump stoppages was confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined during the evaluation of the returned portion of the driveline. Based on the manufacturer¿s experience and similar complaints, the captured events appear consistent with a potential driveline issue. Examination of the returned portion of the driveline found some shield breakdown at the metal connector and terminus of the bend relief. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages were observed on the system controller history interrogation. Log file analysis by the manufacturer¿s technical services department revealed that the pump stoppages occurred while the lvad was connected to the power module. The submitted x-rays were unremarkable. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed, and the patient was discharged with an ungrounded power module patient cable for use on power module support. The patient was asymptomatic. No additional information was provided.